Event description:
A patient (c.m.) On continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt), was diagnosed with peritonitis and transitioned to hemodialysis (hd). During follow-up, the patient's peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient dialysis center on (B)(6) 2020 with severe abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count was obtained, and the patient was started on intraperitoneal (ip) fortaz 2 grams every 3 days. On (B)(6) 2020, the patient's pd catheter (not a fresenius product) exit site became red, swollen, and painful to the touch. The patient was sent to an outpatient vascular access clinic, where they immediately removed the pd catheter due to an exit site infection. On (B)(6) 2020 the patient returned to the access clinic and received a permanent hd catheter (not a fresenius product) without issue. The patient transitioned to hd therapy on (B)(6) 2020 and is receiving the remainder of the fortaz intravenous (IV) during hd therapy. The patient's peritoneal effluent fluid cultures were positive for klebsiella oxytocin, and the pdrn attributed causality to constipation. The patient reported they had not moved their bowels since (B)(6) 2020 and failed to inform the pdrn. Per the pdrn, the events were unrelated to the patient's utilization of any fresenius product(s) and/or device(s). The patient is recovering form the events and is undergoing outpatient hd therapy without issue. (B)(6), (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).